Event description:
The customer returned the ultrasonic surgical device to the service center for a separate issue. During the device analysis, the service technician found the tissue pad was worn away. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified; however, based on the results of the investigation, it is likely the following led to the malfunction: 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear away. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed and it was causing short circuit error (u508). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.